Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient, and there was no patient harm. The manufacturer's service technician reported finding the ventilator's circuit breakers in the off position. The respiratory therapist reported the circuit breaker had been used to power the ventilator off. If the mains ac circuit breaker is in the off position, there is no ac power to the ventilator. If alternate battery power is not available the ventilator will shut down and alarm. The ventilator diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. Performance verification testing were completed and all tests passed to specifications. The customer was instructed to use the main power switch on the ventilator to power the unit off and on. There was no malfunction of the device or backup battery. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply.

Manufacturer narrative:
Mains circuit breaker turned off by user.